Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2011. Date of follow-up report: (B)(6) 2011. Date of supplemental 02: (B)(6) 2014. A visual inspection of the device revealed tissue in-between the jaws. In addition 7 unopened devices of the same lot number were returned. Tests for resistance, jaw gap and jaw splay were within the allowed range. The IFU states that if the jaws are not cleaned as instructed, eschar can build up and cause the jaws to stick to the sealed tissue. This can lead to difficulty in opening and closing the device. Keep the jaws of the instrument clean at all times and clean the instrument more often when working in a bloody field. If consistent sticking is encountered, reduce the bar setting. Do not re-use or reprocess the device as this can damage the surface of the jaws and lead to improper performance. This report was originally submitted under the reporting site registration number. A new MDR 3500a form has been submitted under the manufacturing site registration number. The new MDR number is 3006451981-2014-00237.

Event description:
The customer reported that during a diagnostic laparoscopy, two different ls1037s (see MFR report number 1717344-2011-00142 for other device) locked on tissue and had to be cut out off tissue to be removed and then the tissue was cauterized. There was no patient injury.